Event description:
During the procedure, the stent detached from the balloon delivery system and was set free in a coronary artery. The stent was recovered with a "noose catheter".

Manufacturer narrative:
Please note that this product, (lot no. 13176733) is not distributed in the united states. However, it is similar to the us distributed. It is also available for testing and evaluation but has not yet been received. Additional details of the procedure have been requested and will be submitted within 30 days upon receipt.